Manufacturer narrative:
Review of the images show no sample was pipetted into the crrid plate the first time the crrid was run. When the sample was repeated, results were as expected. Customer had stated when the sample was re-tested the plasma had been pulled off into a second tube. Cannot rule out there was not a problem with the sample upon initial testing.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid). The patient had a known anti-kell. The sample was re-tested with crrid and resulted positive.